Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a device change out, the right ventricular (rv) lead exhibited high out of range pacing lead impedance measurements between 2300 to 2600 ohms on a pacing system analyzer (psa). It was noted that the impedance measurements with the previous device were in the 1600 ohms range. The rv threshold was also elevated at 2.2 volts and stable; it was noted that it had been elevated prior to the procedure. There was no noise observed previously or with isometrics. Fluoroscopy imaging did not reveal any significant findings. When the lead was plugged into the new device header, high out of range pacing impedances of greater than 2000 ohms still existed. However, the physician elected to leave the lead in and turned off the daily measurements. The rv lead and new device remain in service and the physician will continue to monitor the patient through the remote home monitoring system. No adverse patient effects were reported.